Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 5atm. The device was simply removed from the patient's body and the procedure was completed with another device. No patient complications were reported and patient was good post procedure.